Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and failure to sense. Furthermore, the helix of the atrial lead exhibited failure to retract. The atrial lead was not used and replaced. The patient exhibited no consequences.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors due to an over torqued inner coil at the connector region. The cause of the reported events was isolated to blood/tissue in the helix region and over torque of the inner coil at the connector region that caused shorting between conductor paths.